Manufacturer narrative:
(B)(4). Investigation summary: the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws with difficulties; one conforming clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 11 clips were conforming according to our manufacturing specifications. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl spring was found to be out of position; causing the anti-backup and lockout failures. No conclusion could be reached as to what may have caused the trigger jammed and the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the that during a sleeve gastrectomy procedure, the doctor was using a 5mm disposable clip applier and after approximately five firings the device jammed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient.